Event description:
Health professional reported that during a sleeve gastrectomy procedure, the clinician attempted to fill the gastric balloon suction catheter with a methylene blue solution, however used the wrong port. The balloon inflated causing an esophageal rupture. The pt underwent two procedures to repair the esophageal rupture, as well as a vats procedure (video-assisted thoracoscopic surgery). Pt remains hospitalized and has been given narcotic medications for pain control. The tool was discarded after surgery.

Manufacturer narrative:
Medwatch sent to FDA: (B)(4) 2012. Device instructions for use precludes this event by the following: "decompression: the [allergan] gastric balloon suction catheter tube is inserted into the esophageal passage and advanced into the stomach. Once in the stomach, the distal end of the catheter is connected (with the suction/irrigation tubing connector) to standard low vacuum suction and the stomach is decompressed, removing air and/or gastric fluid." Additional labeling: "indications: the [allergan] gastric balloon suction catheter is indicated for use in gastric and bariatric surgical procedures to decompress the stomach, drain and remove gastric fluid, and size the gastric pouch."